Event description:
It was reported to philips that the system was unable to boot, stalling at 00:00. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) visited onsite and found system boot stalled at 00:00. After reviewing log file fse found, there is a malfunction on flex vision pc. The host-pc could not connect to the flex vision-pc. Upon troubleshoot fse found the problem was that flex vision pc was randomly crashing and not allowing the system to boot completely. To resolve the problem, fse reinstalled the software on flex vison pc and reloaded the software and performed bios stack change and ram memory cleaning. After reinstalled the software on flex vison pc and reloaded the software, the system is returned to good working condition. The codes were updated based on the investigation outcome.